Event description:
On 7/27/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in a loss of consciousness. The event occurred on 7/27/24. On 7/27/24 a beta bionics customer care agent followed up with the user about the event. The user had been struggling with convatec inset (23", 6mm) teflon infusion set cannulas that kinked and caused bleeding, leading to high bg levels. The user changed the infusion set on (B)(6) 2024 then experienced a severe low bg overnight. The user's continuous glucose monitor (cgm) reading was 40 mg/dl, though the user believes their bg was lower. The user lost consciousness intermittently during the event. The user reported repeated infusion set failures prior to the event and using injections to treat hyperglycemia while still being connected to the ilet. The user removed the ilet and was using manual injections. The user was to meet with a trainer on (B)(6) 2024 and switch to the steel cannula contact detach infusion set. No professional medical intervention was sought, and the user managed the situation alone, using a soda to raise their bg levels.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia began following a period of hyperglycemia and a usual meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows a pattern of glucose variability and likely over-treating hypoglycemia on the days prior to the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible that the user underestimated the carbohydrate content of their meal, resulting in a larger postprandial glucose excursion and therefore increasing their risk of hypoglycemia later. It is also possible that the users repeated infusion set failures, over-treating hypoglycemia, and using injections to correct hyperglycemia led to maladaptation of the device that contributed to this event. The user received appropriate re-education, and the device was factory reset after the event.